Event description:
Hcp reported a "suspected inflammatory mass" to MFR. Pt has been on synchromed therapy for -5 years and receives high dosages of drugs (not identified) through the system. The pt is mildly-to-moderately "paraparetic", but still able to walk. The pt has relative t-10 sensory level that corresponds to the catheter tip level. A CT-myelogram showed a near complete block due to a large (suspected inflammatory) mass. Surgery was planned to remove the mass as of the date of receipt of this report. A f/u report will be sent when add'l info is rec'd.